Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Patient reported experiencing elevated blood glucose of 200- 500 mg/dl. Her normal range is 120-150 mg/dl. She indicated that she does not allow the insulin cartridges to warm to room temperature prior to use. Patient stated that she had received a cortisone shot in 2006. Her adapter had been in use longer than the recommended 6 months. On 10/24/06, patient indicated that she was advised by her physician to increase her basal rate as a result of having the cortisone shot. On a follow-up call, the patient stated that her blood glucose level had returned to normal. Product will not be returned for evaluation.